Event description:
Distributor report submited, indicated a portion of the introducer catheter detached, retrieval unsuccessful, portion left lodged in pt's abdomen. Physician reported that 1 to 2 cm of the introducer catheter wa sleft in the abdominal wall. Did not want to do exploration as the pt was elderly and had a 6 to 12 month life expectancy. The portion of the introducer was most likely cut by the needle due to poor technique. Also this segment may come out upon removal of the feeding tube.